Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. A chest x-ray revealed that the lead had dislodged. A lead revision was attempted on (B)(6) 2021, but it was aborted due to a failure to retract the lead helix. The patient was stable.